Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The radiofrequency generator was turned off without resolve. The electrical umbilical cable was replaced without resolve. It was then noted that blood was found in the balloon catheter handle and coaxial umbilical cable port. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least five applications were performed with balloon catheter 2af284 with lot number 15199 without any issue on the date of the event. System notice 50005 ¿leak detection¿ was seen on the date of the event. The system notice was confirmed through data analysis but not through product analysis. The reported balloon catheter, 2af284 with lot number 50864 was not returned for investigation. The visible blood could not be investigated. If information is provided in the future, a supplemental report will be issued.